Event description:
The surgeon reports that he performed an arthroscopic shoulder repair on a male pt on (B)(6) 2009. During this procedure, the surgeon was using a 4.5 mm helix br for fixation. The surgeon waled and tapped to prep the bone hole, however, 2 of the helix 4.5 mms broke upon attempted insertion. At this point, the surgeon went to a helix 5.5 mm for fixation. The surgeon believed that he had retrieved all of the anchor fragments from the broken 4.5s, and the procedure was completed successfully without further issue or harm to the pt. However, approx 2 1/2 months post operatively, the pt presented with a palpable lump in the deltoid of the subject shoulder, which the surgeon believes is a fragment of one or both of the 4.5s from the surgery. The pt is not complaining of pain, and is not unsatisfied with the procedure or the outcome. At this point in time, it appears that because the fragment is an absorbable material, is extra-articular and the pt is not experiencing any pain or discomfort, there is a wait and see approach towards the issue resolving itself. See also associated MDR 1221934-2010-00014.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.